Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time during ambulance transport, the device was programmed to deliver an unspecified concentration of nitroglycerine. No specific programming parameters were provided. It was reported that after the delivery was started, the device alarmed for check cassette. At that time, the medic removed the tubing set from the device and reloaded the cassette into the device; however, the alarm could not be cleared. The device was removed from clinical service. It was reported that according to the user facility's standard of care for chest pain, the pt was given an "alternate therapy." The customer contact described the alternate therapy as an unspecified combination of morphine, oxygen, aspirin and sublingual nitroglycerine to reduce the pt's discomfort. The customer contact could not specify which combination of the alternate therapies the pt received. After approx 20 minutes, the therapy was initiated using an unspecified replacement device. The customer contact indicated that there were no increase of chest pain. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent device history indicated the device was programmed on (B)(6) 2012 at 0019, for ml/hr only delivery, at a rate of 3 ml/hr, with a vtbi (volume to be infused) of 250ml, a check silenced. Between 0022 and 0023, a start alarm occurred, was silenced, a service alarm 16/002/004 (key event timeout) occurred and the device was powered on using battery power. At 0026, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.